Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported by that prior to use of the bd nano¿ 2nd gen pen needles 4mm x 32g the pen needles will not attach properly to the insulin pen. The following information was provided by the initial reporter: consumer reported that the pen needles will not attach properly to the insulin pen. Consumer does not re-use. Lot #: 1300016. Catalog #: 3205550. Date of event: unknown. Samples: discarded.